Manufacturer narrative:
Iridex responded to this incident (dated (B)(6) 2010) upon request from the FDA. The product was not returned. A review of the device history record was conducted. The lot met our final acceptance criteria. Conclusion: the resistor used to verify that the correct laser was attached to the correct probe was not fully electrically connected. This caused the device to be not "recognized" by the laser. Non electrically connected resistors in the probe are not unusual and have a known failure rate of less than 0.1%. The associated risks for this failure mode are considered acceptable.

Event description:
User facility reports pt underwent a posterior vitrectomy. The laser could not read the "fiber" and, therefore, did not work. No pt info provided. User facility reports that the event did not involve an electrophysiology procedure or an attempted electrophysiology procedure. User facility reports that the original intended procedure was a posterior vitrectomy. User facility reports that the device usage problem was a malfunction - the device did not perform as expected.